Manufacturer narrative:
The setup joint (suj) was returned for failure analysis and the reported problem was confirmed but not replicated. In artemis logs, errors 32100 and was confirmed indicating voltage monitoring faults. Error 32098 was confirmed indicating brushless motor controller errors. Installed distal onto golden system where no faults occurred in normal mode. Tested distal on the patient fixture test platform (pftp) where it passed all tests. Visual inspection found no faults related to the reported event. The universal surgical manipulator (usm) had no issues during visual inspection. The usm was install onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the fcp printed circuit assembly (pca) component was inspected, and no faults could be identified. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 32100 indicating ac hardware current/voltage monitoring error; 32098 indicating blmc (brushless motor controller) error occurred, reported by act in arm4 suj distal and 32096 indicating temperature readings on ac node. The root cause is attributed to the defective component including the motor module and axes controller tornado (act).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) and the univeral surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received repeated recoverable faults. The customer explained that armnet 4 was encountering errors 32100 and 32098. The tse recommended the customer to perform a hard power cycle of the system. The procedure was completing as planned with no reported injury.